Event description:
During a follow up call for a low drain volume alarm, product surveillance was made aware that this home patient (hp) was hospitalized in 2008, due to a leak in the hp's peritoneum. The nurse stated the tear/leak was near the hp's scrotum and, in her opinion, not at all related to dialysis therapy. The nurse also confirmed that the hp was never overfilled and never had an excess of fluid in his peritoneum. During a follow-up call to the hp nurse on the following month, the nurse clarified that the patient had a leak in his peritoneum, which lead to peritoneal fluid entering the hp's scrotum. The hp went to the hospital when he observed the scrotal swelling. The nurse also indicated that the hp is currently on hemodialysis in a different clinic and will return to peritoneal dialysis in about a month once the leak has self-healed, as per the nurse, the treatment for the leak is just to rest the peritoneum. The nurse indicated that the cause of the leak is unknown. However, when the patient's hemodialysis nurse was contacted on the same day, she stated that prior to the peritoneal leak (specific date unknown), the hp's catheter was not draining properly. The manufacturer of the catheter is unknown. Both the hemodialysis and peritoneal dialysis nurses stated that there was no malfunction of any baxter product and that there was no overfill or fluid overload situation with this hp. The hemodialysis nurse indicated that the hp did return to the hospital on six days earlier, but this was only because the hp did not want to return to millbrook dialysis clinic and wanted to go to raleigh dialysis (his peritoneal dialysis clinic where he can get hemodialysis as well). The hp is reportedly doing well on hemodialysis.